Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A review of sales history data was performed to obtain a lot number. However, no record could be found. A corrective action is not required at this time as a potential cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer and no sales history records could be found. Therefore, the potential cause of the catheter disconnecting from the snaplock adapter could not be determined based upon the information provided and without a sample.

Event description:
During an epidural infusion on a pain patient it was discovered that the snap lock and securement clip were disconnected from the catheter. There was no known, purposeful, contact made with either the snap lock or securement clip. They were both off, exposing the open catheter. The catheter was replaced. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During an epidural infusion on a pain patient it was discovered that the snap lock and securement clip were disconnected from the catheter. There was no known, purposeful, contact made with either the snap lock or securement clip. They were both off, exposing the open catheter. The catheter was replaced. The patient's condition was reported as unknown.